Event description:
A 45 kg patient experienced a drop in blood pressure upon initiating treatment on the prisma with an an-69 filter each of the three times treated. The patient's blood pressure was stabilized and each of the treatments continued without further incident. Because the three incidents of decrease in blood pressure was experienced when treating the same patient with the same products, and the same end-result, only one MDR will be submitted.